Event description:
It was reported that during an acl reconstruction surgery, the biosure screw could not be inserted into the biosure tibial fixation. The biosure tibial fixation device was removed from the patient using tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on: b5. B7, e1, e2, e3, g2, h6 (impact code).

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found a deformed device inside a plastic packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU does warn, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical technique prior to use of this device.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an acl reconstruction surgery, the biosure screw could not be inserted into the biosure tibial fixation. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).